Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited loss of capture and high impedance due to dislodgement. The lead was capped and replaced on (B)(6) 2014. Post procedure, the patient was in good condition.